Event description:
Th following is based on medical records provided by the pt's attorney: on (B)(6) 2009, the pt was implanted with multiple pelvic devices including a bard/davol flat mesh, during an abdominal sacrocolpopexy and transvaginal taping procedure. On (B)(6) 2010, the pt underwent recurrent rectocele repair with a non bard/davol device. There was no visualization of the flat mesh during this procedure. On (B)(6) 2011, physician notes: recurrent uti's status post sacrocolpopexy, sling and rectocele repair. The pt complains of dysuria which returns after stopping antibiotics, some bulging in the vaginal area and chronic constipation. The pt has a tiny bit of leakage with coughing and sneezing but states this dramatically improved. On (B)(6) 2012, physician progress notes: pain intermittent when going from standing to sitting and occasionally this will be relieved with urination.

Manufacturer narrative:
Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as reported. Add'l info has been requested. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.